Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 540 mg/dl. Customer advised they treated their high blood glucose via insulin pump and declined to troubleshoot. Customer advised they would connect to their new insulin pump and that they always have high blood glucose levels.